Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient had an MRI coming up on monday afternoon and they just found out they needed an impedance check before they could do the MRI. The patient was redirected to their healthcare provider to further address the issue. Patient service provided patient the national answering service phone number and emailed local manufacturer representatives (rep[s]) about impedance check. Patient said they did not use their stimulator since the patient thought it was in the wrong place. When asked for event date patient said it was about 3 years ago.

Manufacturer narrative:
B3 event date is not known. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.